Event description:
Information received from the field does not address the patient's clinical status but notes that at the last several follow-ups, interrogation revealed zeros for histogram data. The histograms were cleared and the patient will be checked at the next follow-up.